Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that communication with this implantable device was unsuccessful and it was suspected that the device battery was depleting prematurely. A boston scientific technical services consultant documented the reported clinical observations and recommended further evaluation to confirm device function. No adverse patient effects were reported.

Manufacturer narrative:
The product experience is also covered in report (B)(4).

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. The product experience is also covered in report (B)(4). It was reported that communication with this implantable device was unsuccessful and it was suspected that the device battery was depleting prematurely. A boston scientific technical services consultant documented the reported clinical observations and recommended further evaluation to confirm device function. No adverse patient effects were reported.